Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with a device that was post-paced t-wave oversensing. Programming changes were recommended.

Manufacturer narrative:
No medwatch form was received.